Event description:
During t2 scn surgery, when the surgeon inserted the guide sleeve in the proximal target device, the guide sleeve was not able to be inserted smoothly (left 170 mm sleeve hole). After surgery, when the sales rep confirmed it, the insertion of sleeve was difficult.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported on a supplemental report.